Event description:
It was reported that crosstalk was observed during unrelated procedure. Crosstalk resolved itself post procedure. Patient continued with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).